Manufacturer narrative:
(B)(6). Pump received with cracked battery tube thread, corroded battery tube, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, stained end cap sticker, stained address/serial number label and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer's father reported that the insulin pump part was broken. It was also mentioned that the reservoir was able to lock in place when inserted in insulin pump. Blood glucose level was 183 mg/dl at the time of the incident. The insulin pump will be returned for analysis.